Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 454 mg/dl, 136 mg/dl, 117 mg/dl, and 144 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.